Manufacturer narrative:
The insulin pump was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Event description:
The customer reported via phone call that his insulin pump was damaged. The customer's blood glucose level was 120 mg/dl. The customer reported that he fell in river with insulin pump on. The customer reported that there was damaged to the top of the insulin pump by battery cap and down side towards the bottom. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.